Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a lead fault. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device has been received and we will be providing a follow-up report when our investigation is complete.